Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The device was not in use on a patient, therefore, there was no patient involvement or harm. The manufacturers service technician was unable to duplicate the reported problem but verified the occurrence upon review of the device diagnostic log. As noted, if the reported problem occurred while in use in normal ventilation mode operation, it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The service technician replaced the cpu, data acquisition, motor controller, and power management pcb boards as a precaution to address the findings. Applicable final testing was completed and passed to specifications.